Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, the bravo capsule failed to attach during an esophageal procedure. No other known adverse events were reported.